Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed bilateral knee arthritis after receiving treatment with synvisc for bilateral gonarthrosis. Although, the role of device cannot be ruled out based on the device-event temporal and anatomical relationship; however, the role of underlying gonarthrosis progression in causation of the event cannot be ruled out.

Event description:
This serous unsolicited device case received on (B)(6) 2013, from an orthopedist via a marketing partner (B)(4). The case involves a (B)(6) year old female patient who developed arthritis of both knees after receiving treatment with synvisc injection. Past drugs included previous use of first course of synvisc (started in (B)(6) 2013). Concomitant medications reported include lansoprazole for reflux oesophagitis and telmisartan (micardis) for hypertension. Past medical history was significant for gonarthrosis (both knees). On an unspecified date in 2013, the patient initiated treatment second course of intra-articular synvisc injection, at a dose of 2 ml (batch/lot number and expiration date: unknown) into both knees for osteoarthritis. On (B)(6) 2013, the patient received the second synvisc injection of second course into both knees. The same day, 1 to 3 hours after the injection, the patient developed pain in both knees. On (B)(6) 2013, the patient was admitted to the hospital because the c-reactive protein levels were 19.30 mg/dl. It was reported that the patient underwent arthrocentesis and 30 ml of joint fluid was drained (knee effusion). No fungus body was detected by microscopy. The patient was diagnosed with arthritis of both knees. On (B)(6) 2013, the patient recovered from the event of arthritis of both knees. The c-reactive protein levels decreased to 1 mg/dl, and she was discharged from the hospital. Action taken: permanently discontinued. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same. Reporting orthopedist's seriousness assessment: serious (inpatient/prolonged hospitalization), reporting orthopedist's causality assessment: probable.